Event description:
In 2003, the pt presented in the emergency room with shortness of breath, bilateral pleural effusion, and congestive heart failure. Cineography was performed (date and results unknown) and reoperation was scheduled with a preoperative diagnosis of "severe aortic root regurgitation possibly secondary to mechanical prosthesis malfunction". At explant, the aorta was opened and the major radius of one leaflet contained a chip and the corresponding area of the orifice also contained a chip. The surgeon believed all of the pieces of the valve had been retrieved. A root enlargement was then performed and a 17 mm sjm masters series mechanical heart valve was then implanted. The surgeon did not report any difficulties at implant and the pt had not reported any chest trauma. It was reported the pt expired in 2003. No additional info was received including the patient's symptoms, relevant medical conditions, or the patient's cause of death.

Event description:
The patient became symptomatic and cine was performed. Two months postoperatively, reoperation was performed. At explant, the aorta was opened and the major radius of one leaflet contained a chip and the corresponding area of the orifice also contained a chip. The surgeon believed all of the pieces of the valve were retrieved. A root enlargement was then performed and a 17ahap-105 was then implanted. The surgeon did not report any difficulties at implant and the patient had not reported any chest trauma.